Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 03.037.028, lot l234580: manufacturing site: haegendorf. Release to warehouse date: (B)(6) 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: the picture shows the part and lot of the device; however, the reported condition cannot be concluded from the provided image. Upon visual inspection of the physical device, it was observed that the shaft of the device is cracked. No other issues were identified with the returned device. Dimensional inspection of the received device was performed; the shaft diameter of the device was within the specification. Based on the date of manufacture the drawings, reflecting the current and manufactured revisions were reviewed. The complaint was confirmed as the shaft of the device was cracked. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preparation of the device prior to the surgery on (B)(6) 2020, the 5mm hexagonal flexible screwdriver in the trochanteric fixation nail advanced (tfna) set was discovered broken. It was not sure how or when it was broken as the reported device just came up in the set that way. The tray was removed, and another tray was used. There was no patient involvement. Concomitant device reported: unknown tfna set (part # unknown, lot # unknown, quantity 1). This complaint involves 1 device. This report is for (1) 5mm hex flexible screwdriver. This report is 1 of 1 for (B)(4).